Event description:
It was reported that prior to starting a da vinci surgical procedure, the grasping retractor instrument have been used once time. Last time surgeon performed it very good, and no any wrong activity, this time when nurse took it from sterilized package, she found some steel wire broke up. So she too it out and sent back to us. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Patient has been fainting several times in recent 6 months. After checked in hospital, he was found that there is an insulinoma in his pancreas.

Manufacturer narrative:
The grasping retractor instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch cable to be frayed at the distal clevis hub. The frayed strands stuck out at the instrument wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.